Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. Reporter phone number unknown. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the oxygen sensor and the issue was resolved.

Event description:
It was reported that the unit did not recognize the oxygen sensor during extended self testing. There was no patient involvement. The event date was not specified; estimate used.